Manufacturer narrative:
(B)(4). H6: component code: mechanical (g04) - femur. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental report will be submitted.

Event description:
It was reported that the patient underwent a partial total knee arthroplasty on an unknown date. Subsequently, the patient was revised to a total knee due to lateral disease progression.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b1; b4; b5; g3; g6; h1; h2; h3; h6; h11. The reported event was confirmed. Visual examination of the provided pictures identified the explanted tibia, art surf and femoral component. All devices appear to be covered by patient's tissue. No signs of damage can be seen on the devices. The picture appears blurred, further assessment cannot be made. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: left knee medial uni-compartmental knee arthroplasty exhibiting valgus malalignment of femoral component and rotational malalignment of the cemented tibial component. Oversized tibial component with medial overhang may be latrogenic versus loosening of the tibial component with rotational migration. Marked osteoarthritis of lateral femorotibial joint compartment. Progression of osteoarthritis in the lateral compartment may be related to malalignment of femoral and tibial components, loosening of the tibial component and possible oversizing of the tibial component. The device history record was not reviewed due to lack of part and lot identification. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.